Manufacturer narrative:
Evaluation summary: the following analysis was base on graph, DHR review, product risk assessment product instruction for use (IFU) and customer statement that the recorder was flashing red after about 2 hours. The graph showed a total of the study was 00:02:33 (hh:mm:ss) instead of 24, 48, 96 hours. Scale of acidity was at normal values throughout the study. After 10 minutes from study started, there were 6 symptoms acknowledgments, including meal and supine of less than 1 minute each, it is very unlikely to be representing patients¿ status and were probably caused by clicking by accident by patient or during explanation to patient from customer. At around the same time of the symptoms, there was also a gap of less than 1 minute, probably caused by distancing the recorder from the patient¿s body in order to demonstrate the recorder¿s reaction. After 2:20 from study beginning there was a gap of 3 minutes, this pattern was consistent with the patient¿s statement according to product IFU status led, page 9 a blinking or steady red indicates a transmission error. The study stopped suddenly. When the recording stopped in this manner it could be from the following reasons such recorder battery discharge, if battery was not replaced before begging of the study. It could also be recorder malfunction, due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged. And, capsule failure due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged. Because information sent from the customer includes only graph, the conclusion of the investigation cannot be positively determined. A review of the device history records indicated that this lot and serial number was released meeting all specifications as manufactured. According to the analysis of the graph it can be determined that the short study was due to suspected capsule/recorder failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bravo procedure, the customer called in and stated that they have a patient in which the device recorder started flashing red on the patient after 2 hours when he began eating. Technical support had the customer upload what was on the recorder and tried to restart study, but it would not pick up the capsule. The malfunction occurred after the procedure and there was no patient harm. The procedure will be repeated.